Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that device was not maintained properly. A field service engineer, removed oxidation and applied carbon grease to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system tower door jammed. The customer stated that medication was successfully retrieved from an alternative station, and there are no pro long delays. There were no adverse events or injuries reported based on this incident.